Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2019, the patient suddenly stopped breathing and the heart also stopped. The patient underwent endotracheal intubation and ventilator assisted with breathing. After intubation, the balloon was found to be leaking when injecting gas. The device immediately replaced with a new one.